Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included vaginal discharge. The patient was african american. Concurrent conditions included post coital bleeding (with iud) since (B)(6) 2010, dyspareunia since (B)(6) 2011, left lower quadrant pain since(B)(6) 2011 and hemorrhage (nos) (bleeding while she had a mirena iud. Her mirena was switched to depoprovera) since (B)(6) 2015. Concomitant products included intrauterine contraceptive device (iud nos) from (B)(6) 2010 to (B)(6) 2011, levonorgestrel (mirena) and medroxyprogesterone acetate (depo-provera). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("persistent pelvic pain /pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding complications"), abdominal pain ("abdominal pain") and infection ("infections"). The patient was treated with surgery (removal of the coils). Essure treatment was not changed. At the time of the report, the device dislocation, menstrual disorder and infection outcome was unknown and the pelvic pain, vaginal haemorrhage, abdominal pain, menorrhagia, depression, anxiety and weight increased had not resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure removal discrepancy: in previous document removal of the coils but in f/u 1 essure was not removed, currently did not planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device migrated. Approximate weight at the time of essure placement 230 lbs. On (B)(6) 2015, she continues to have dtv. This has caused her distress has bleeding almost every day she skipped her depoprovera. Most recent follow-up information incorporated above includes: on 6-jun-2018: pfs and mr received. Reporter was added. Patient¿s details, historical condition, concomitant disease, concomitant drugs and unstructured relevant tests were added. Abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, mental anguish, weight gain / loss specify which one: weight gain, abdominal pain and did not undergo an essure confirmation test were added as events. Action taken with drug was changed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstrual bleeding complications") and pelvic pain ("persistent pelvic pain"). The patient was treated with surgery (removal of the coils). Essure was removed. At the time of the report, the device dislocation, infection, menstrual disorder and pelvic pain outcome was unknown. The reporter considered device dislocation, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device migrated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.